Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue that was reported could not be replicated. A field service engineer, verified that the fridge temperature is within the normal range. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the refrigerator indicating it is out of range, although it is not truly out of range. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.